Manufacturer narrative:
Concomitant medical devices: dtba2q1 crtd, implanted: (B)(6) 2020; 4470, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and r-wave double-counting from latent left ventricular pace events that were being sensed on the right ventricular bipolar sensing vector. The rv lead remains in use. No patient complications have been reported as a result of this event.